Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera duodenovideoscope elevator tube was clogged. The reported issue occurred during reprocessing of the scope. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation onsite by the fse, it was observed that the domestic cleaning tank had no filter, and the forceps tube was clogged with floccule. Due to this clog, the water supply was insufficient. This finding was due to mishandling of the scope. Upon further inspection, it was observed that the forceps wire was tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection instruction manual evis lucera jf/tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures instruction manual evis lucera jf/tjf type 260v reprocessing manual chapter 1 general policy 1.4 precautions olympus confirms validation of the endoscope reprocessors recommended by olympus only. If using endoscope reprocessor that are not recommended by olympus, the endoscope reprocessor manufacturers are responsible for validation of the endoscope reprocessor with the endoscope models listed in its intended use statement. If using an endoscope reprocessor, confirm that it is capable of reprocessing endoscope including all channels. If there are channels and/or other parts which cannot be cleaned and high-level disinfected by the endoscope reprocessor, have to undergo manual cleaning and high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿ after using the endoscope reprocessor. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. If you are uncertain as to the ability of your endoscope reprocessor to clean and high-level disinfect endoscope including all channels, contact the endoscope reprocessor supplier for specific instructions and/or connectors." Olympus will continue to monitor field performance for this device.